Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 125, 239s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. A post-implant balloon valvuloplasty done with a 26mm non-abbott balloon due to mild perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 7.7mm and at left coronary cusp (lcc) 6.7mm. After the implant, the patient had delirium and medications were given to patient.